Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. During the procedure, it was noted that the markerbands on the 2.5x12mm apex monorail balloon were not visible under fluoroscopy. The device was exchanged for another of the same device and the procedure was completed by placing a 2.75x23mm promus drug eluting stent (des). No pt complications were reported with the pt's current condition listed as "ok."